Event description:
It was reported, "a fragment of the device fell into patient and was retrieved." It was confirmed with reporter that the "fragment" was the seal of the trocar. It was also reported that there was "no patient injury."

Manufacturer narrative:
This is being reported for conmed has a sentinel event related to medwatch 1320894-2008-00154. The device is being returned to conmed, however, the device has not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.